Event description:
During product evaluation by baxter, the pump was found to contain intermittently working keys on the channel "a" pump-head module keypad. This event occurred during service. This pump contains un-remediated user interface module master software. There was no patient injury or medical intervention necessary. No additional information is available.

Manufacturer narrative:
The pump is in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation, or if any additional details become available.